Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 22-sep-2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that there was a higher residual volume than expected. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue was resolved. The pump and catheter were replaced. The hospital had possession of the pump, which would be returned. The patient's medical history included crps (complex regional pain syndrome). The patient status was 'alive - no injury.' There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the pump would be mailed by wednesday, at which point the tracking number would be sent. No further complications were reported/anticipated.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse dilaudid (7.0 mg/ml, 3.5032 mg/day), baclofen (2,000.0 mcg/ml, 1,000.9 mcg/day), clonidine (500.0 mcg/ml, 250.23 mcg/day), and bupivacaine (10.0 mg/ml, 5.005 mg/day). The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found the sc connector was damaged at explant. If information is provided in the future, a supplemental report will be issued.